Event description:
Related manufacturer report number: 3006705815-2022-15108, 3006705815-2022-15109 . It was reported that patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention occurred and the ipg and leads were explanted.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.